Event description:
Patient's mother reported pump malfunctioned over the weekend with last infusion. Patient's mother did not remember exact error message pump was indicating, but home health registered nurse was not able to infuse using the pump. Patient ended up having to be infused via gravity. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: privigen sdv - 75gm. Did patient miss a dose or have an interruption to therapy? - unknown did adverse event(s) result due to product issue? - unknown did pharmacy replace device? - yes, is device associated with event available for return? - unknown.